Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients diagnostic implantable cardiac monitor (icm) detected multiple pause episodes and intermittent oversensing was noted during one of the episodes. The device has been removed and upgraded to an implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.